Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 65-7713-017-00, item name: kinectiv technology modular femoral stem, lot #: 60969553; item #: 00-8018-032-02, item name: versys femoral head, lot #: 661175569; item #: 00-7848-032-01, item name: kinectiv technology modular neck, lot #: 60948441; item #: 00-6250-065-20, item name: bone screw, lot #: 61160970; item #: 00-6250-065-25, item name: bone screw, lot #: 61169904. Device history record (DHR) was reviewed and no discrepancies were found. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00168, 0001822565-2018-01326, 0001822565-2016-04478.

Event description:
It was reported patient underwent right hip revision approximately seven years post-implantation due to elevated ion levels, adverse tissue reaction, implant corrosion and liner fracture. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was confirmed by review of the provided revision op notes. During surgery corrosion was noted at the junction of the prosthetic femoral head and neck, elevated metal ion levels, adverse tissue reaction with fibrosis, polyethylene liner was fractured posteriorly. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual examination of the head identified dark debris and a thread like pattern on the surface of the taper. The modular neck exhibited dark debris on the taper surface and burnishing was observed on the elliptical taper. The rim feature of the poly liner had fractured and the articulating surface was severly damaged. No other damages were noted. Sem analysis of the head revealed deposits on the taper surface and circumferential grooves, possibly from imprinting of the surface texture of the stem taper. Axial wear or corrosion marks were visible on the taper surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. Sem analysis of the neck taper revealted circumferential machining marks with deposits. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo material that was likely transferred from the modular head, showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Ti6ai4v substrate material, notable in areas free of deposits were observed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.